Event description:
Pt was referred to new physician for replacement of pump. Little info available regarding details at the time the pump event occurred. "Hcp" was aware that the pt experienced symptoms of narcotic withdrawal but severity and details were not known. Pt had pump replaced and never returned to the surgeon for follow up postoperatively despite being reminded repeatedly. The pt appears to have left the area and present status is unknown.